Manufacturer narrative:
Mfrs. Analysis: one (1) packaged 20132-01, (B)(4) same lot sample was returned for analysis. Mating and access devices were not returned. Device analysis (limited) of the returned packaged device recorded no obvious out-of-spec conditions. A review of the mfg. Lot database for lot # 86-765-2a (mfg. Date 02/2010) shows (B)(4) units were mfg. Tested, inspected and released. A review of the mfrs. Complaint database for this list #/lot # recorded no additional reports or investigations identifying a design/mfg. Related non-conformance. Conclusion: the cause of the reported product experiences are unk.

Event description:
Medsun report rec'd. Reporting multiple problems (breakage, leakage, missing spike component) with three (3) 20132-01 genie vial access devices. The incidents were reported as follows, breakage incident: "during chemo compounding pharmacy tech noticed a break in the area between the clave spike and the genie collar"; leakage incident, after set-up "pharmacy tech noticed drug (etoposide) draining from the genie down the glove. Product was discarded after drawing up the remaining etoposide ... It is unk where leak originated." The third incident missing spike component was reported as follows during compounding, the "pharmacy tech noticed the piercing spike of the genie was missing after opening the package." In each of the reported incidents the involved 20132-01 devices were discarded. There were no reported adverse operator consequences.